Event description:
When performing monthly off the floor bag checks, a 30cc syringe was found in an unopened package with dirt/debris near the flange. The syringe was not expired. Package and syringe saved for management. Manufacturer response for 30 cc syringe, 30 cc syringe (per site reporter). [Redacted date] mailed sample on fedex trk# [redacted number].